Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm on the insulin pump. They did not feel the alarm. Insulin delivery was stopped. The customer¿s blood glucose level was 5.8 mmol/l. There was no clear indication that the alarm was cleared. The device will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25 and replace battery alert. The power management tool confirmed power error 25 and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.